Event description:
Additional information received reported that on (B)(6) 2015, the patient was refilled. Then on (B)(6) 2015, the patient had a motor stall that did not recover. The reporter did not see the tube set error message on the patient printout; therefore, she did not think that it occurred. The pump was replaced on (B)(6) 2015. The reason for the motor stall was unknown. The pump was being used to infuse morphine at 5.5 mg/ml at 1.906 mg/day and bupivacaine 2.6 mg/ml at 0.9008 mg/day. After the replacement, the hcp only put morphine back in the replacement pump.

Event description:
It was reported that an alarm was heard and also confirmed by telemetry, which noted a critical alarm was occurring due to a motor stall. Programming the pump to minimum rate mode was discussed with the reporter. The patient was having withdrawal symptoms. There was one motor stall, which did not recover, and there was no tube set message. There was no magnetic resonance imaging (MRI) or any electromagnetic interference (emi). The pump had been interrogated, and nothing had been done at that time. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n160879, implanted: (B)(6) 2009, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient also had loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly of significant residue and shaft wear on the upper shaft of gear 2. Additionally, some residue was found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. There was a gear train anomaly of stall due to shaft-bearing.